Event description:
It was reported that the battery was at elective replacement indicator (eri). It was also reported that the battery life lasted shorter than expected, based on the longevity estimate of the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4): performance data was collected from the device and revealed that the battery depletion indicated/early replacement indicator. Recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt<=2.62 volt. The weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. There was 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:04.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data was collected from the device and revealed that the battery depletion indicated/early replacement indicator. Recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt<=2.62 volt. The weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. There was 1 - patient alert for low battery voltage on (B)(6) 2012, 02:15:04.